Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel assembly. Large visible ingress spots containing moisture were noticed on the touch screen display beneath the membrane. The vela front panel assembly was installed in known good unit. The display powered up in service mode and initialized patient-user displays and colors with no problems. Attempted to perform display calibration but failed due to unresponsive interaction with touch display. The main menu display could not be brought up and the screen could not be calibrated. The customer issue was duplicated and isolated to the touch display. The vela front panel was scrapped. This reported event considered a known issue addressed with an internal action.

Event description:
The customer called carefusion technical support to report that the screen on one of their units is freezing up. They requested for field service to come to the facility and correct the problem. The unit was not on a patient during this incident.

Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. He determined that the probable cause of the reported event, was most likely the front panel assy. He replaced the front panel assy, and performance tests to confirm that the unit was performing according to manufacturer specifications. Carefusion technical support issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty front panel assy for evaluation. As of march 5, 2015, the alleged faulty front panel assy has not been received. Should the alleged faulty front panel be received and evaluated, a follow up medwatch report will be submitted.